Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was no t-wave oversensing (twos) on the rv lead but the right atrial (ra) lead had exhibited far field r-wave (ffrw) sensing. The lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited under-sensing or t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.